Event description:
It was reported that the patient experienced chest pain related to this pacemaker as presented in the emergency room. Device interrogation was requested. The boston scientific technical services consultant referred the patient to the local representative. As of this time, this pacemaker remains in service. No adverse patient effects were reported.